Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through asr on 07/28/2010. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: creases flat. Leak test and microscopic analysis was performed which identified: delamination partial of the valve, opening crack and white particles inner device. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Patient reports a left side deflation. Device was explanted.